Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas reporting multiple call service 088 alarms on the pump. The alarm history was reviewed and confirmed that the alarm had occurred at least 3 times in the past month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: the pump was observed to have moisture behind the display lens. The pump battery compartment was cracked from the threads to the case seal and moisture was found inside the battery compartment. The audio bolus button was observed to be torn. During testing, the pump was unable to power on to complete testing of the complaint. A leak test was performed and found that the battery compartment was leaking. The pump was opened and moisture was observed throughout the inside the inside of the pump.